Event description:
It was reported that during the meniscus repair surgery, t1 broke. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth straw has been trimmed to the surgeons desired length. The trigger has been fully advanced indicating a complete deployment. No ts or suture remain on the delivery needle but were returned for evaluation. Examination of the construct confirmed t1 is missing. The suture has been cut where t1 would normally reside. The condition of the device indicates the suture was inadvertently.